Event description:
The vascular access nurse was notified that a patient's double lumen peripherally inserted central catheter (PICC) line was leaking fluid at the site when it was flushed after a blood draw. The patient's intravenous pump with lipids was shut off (the line was also leaking). The intravenous nurse was called to assess the PICC site (right upper arm) and found the patient's arm to be swollen and pale in color with pitting edema. The PICC dressing was removed and both of the ports were flushed. The red port leaked at the skin. The PICC was withdrawn slowly while flushing and a crack in the line was discovered below the skin line (at the 9cm mark). The patient's physician was notified and the PICC line was removed from the right arm. A new PICC line was inserted into the patient's left arm. The patient's IV infiltration was treated with five subcutaneous injections of wydase. The patient could not tolerate the ten that the physician had ordered and the physician was asked to stop at five. Four hours after infusion, the patient's right arm was pink and warm to touch and no longer had pitting edema. The removed PICC line is available for analysis by the manufacturer and will be shipped upon their request.